Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two episodes with low r-wave amplitude resulting in smart pass filtering to switch off. Noise was then oversensed resulting in the device beginning to charge. In the first episode the shock was diverted and no therapy delivered; the second episode resulted in an inappropriate shock. Testing was performed in clinic and the previously observed noise could not be reproduced. Device settings were optimized and the therapy zone rates increased. No adverse patient effects were reported. This system remains in service.